Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that, based on the complaint details provided, human error was the root cause of the reported event. No further patient impact is anticipated, as it was reported that no adverse events arose from the initial femoral cut and the procedure was completed satisfactorily within a minor surgical extension. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the surgeon put on the distal cutting block and made the first distal cut. It barely shaved the top of the femur. When he went to put on the tibia cutting guide, it would not fit at all. It was for a different patient. At this point the surgeon went to using standard measuring to size and make the cuts. The erroneous cut was completely removed when the correct distal cut was made. No adverse complications, and the surgeon was happy with the result of the surgery. Less than 30 minutes delay was reported.